Event description:
It was reported that during the lap appendectomy procedure, the ats45 stapler was fired, but it was noted that the knife didn't retract. Another stapler was opened and the same thing happened. The case was completed with a competitive product. The surgery was delayed. The procedure was completed with no patient harm.

Manufacturer narrative:
(B)(4). Batch # 610a12. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Was there any change in the patient¿s post-operative care due to the prolonged procedure? The information in the description is all I have. I was told it locked and knife didn t retract. They got the knife to retract and the same thing happened with a different device. I dont know what steps were taken remove. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened and closed as expected. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2022 additional information was requested, and the following was obtained: the knife was retracted on both devices, that¿s how they were removed.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2022 h6: type of investigation: b14 omitted from previous mwr 21042022-0001171050.